Event description:
Customer received a defective mogen circumcision clamp which resulted in a patient injury. Additionally, account stated the physician was doing a circumcision on a newborn when a partial amputation occurred. The piece was re-attached and the patient went home with his mom when she was discharged.

Manufacturer narrative:
No instrument was received for evaluation. Since no sample was received, our team could not validate the deficiency or determine if further analysis was required. According to the lot number shown in the photos provided, the instrument was manufactured in 2008. Although the sample was not received, our team has initiated an investigation based on your complaint. A device history incoming inspection review was conducted with no issues noted for the reported lot. We are unable to provide a corrective and preventive action at this time. The manufacturing location has been informed and our records been updated, which will aid in the identification of trends, should additional reports be received for the same product.